Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2014-25161. The patient has two leads with the same lot number. It was reported the patient is experiencing auto-reducing. An sjm met with the patient for reprogramming. During reprogramming, the patient reported overstimulation in his back. Diagnostics revealed invalid and low impedances. It was also reported the patient is experiencing burning at the ipg site. The patient will have x-rays taken when she has an unrelated procedure and consult with the physician to determine the next course of action. F/u revealed, the patient will undergo surgical intervention to address the issues.